Event description:
Pt had jones tube inserted right eye. Attempted with 18mm medpore wrapped jones tube; tube broke and all pieces recovered. Attempted 20mm. Medpore wrapped jones tube; tube broke all pieces recovered. 3rd attempt with smaller, plain jones tube successful.